Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The patient¿s father stated at 9:00am, the patient was feeling weak and at 9:30pm, the patient started to throw up. He indicated that the dexcom was displaying a sensor error at the time, so he called the children¿s hospital and they advised him to bring the patient in. While in the emergency room (ER) the patient was treated for diabetic ketoacidosis (a blood glucose value was not provided) and at the time of contact, the patient was still in the hospital. Data was provided for evaluation and the reported sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.